Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Devices #2 and #3 proglide, are being filed under separate manufacturer report numbers.

Manufacturer narrative:
(B)(4). Evaluation of the returned used device found the posterior cuff was detached from the needle tip. A cuff detachment will result in a failure to retrieve the suture during plunger retraction and can appear very similar to the reported needle to cuff not engaging; however, the reported experience of needle to cuff miss cannot be confirmed. The suture bearing, bridge and guide were examined and found to be normal for a deployed device and not a contributing factory in the event. A cuff detachment can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger are as follows: excessive force during plunger removal, jerky motion or a side wall stick. Patient anatomical conditions created unintended interaction with human tissue, aggressive and fast deployment of the plunger. Based on the investigation findings, the root cause for the event is related to the operational context in the use of the device. No manufacturing or quality inspection deficiency was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A suture break, or fracture can be caused by a number of factors including, but not limited to too much tension applied, or the suture was nicked. However, without the product to examine, a determination of the root cause for the suture break/detachment cannot be made. Ultimately, the return of proglide device may have aided the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. A sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an abdominal aortic aneurysm repair procedure. Reportedly, the needles to cuffs did not engage. The device was removed and a second proglide device was attempted but with the same results, the needles to cuffs did not engage. The second device was removed and a third proglide device was attempted, but the suture fractured at the end of the case. A fourth proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.